Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at the time of the call was over 400mg/dl. The customer was throwing up and had stomach pain. Troubleshooting was performed. A fixed prime and high pressure tests were conducted and passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.